Event description:
It was reported that the procedure was performed to treat a mildly calcified and heavily tortuous lesion in the proximal left circumflex. A 3.5x15mm trek rx balloon dilatation catheter (bdc) was attempted to be used for dilatation; however, the balloon was noted to rupture at 10atms. Therefore, the bdc was removed and an opstar imaging catheter was used to continue the procedure. There were no adverse patient effects nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and heavily tortuous lesion in the proximal left circumflex. After a 3.5x15mm trek rx balloon dilatation catheter (bdc) was prepared with no noted issues the bdc was attempted to be used for dilatation; however, the balloon was noted to rupture at 10atms. Therefore, the bdc was removed and an opstar imaging catheter was used to continue the procedure. There were no adverse patient effects nor clinically significant delay in procedure reported. Subsequent to filing the initial report, additional information was provided: the balloon was noted to rupture during the first inflation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily tortuous and mildly calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 -procedure description was updated.